Event description:
It was reported that the pt was implanted an unk trauma plate on (B)(6) 2013 after femoral fracture. The breakage of the plate was recognized on (B)(6) 2013. The pt could only walk with pain and was revised on (B)(6) 2013. Implant surgery took place in (B)(6), revision surgery took place in (B)(6)

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).